Event description:
A 20 mm diameter x 12 mm diamter x 13.5 cm length aneurx bifurcated stent graft was inserted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's iliac arteries were small and severely calcified; hence an introducer sheath was not used to insert the device. An occlusion balloon had been previously placed in the pt's aorta as a precaution and during the device insertion the external iliac artery was dissected. The balloon was inflated to control the bleeding and there was minimal blood loss. The delivery system was removed and a conduit was placed after which the pt's iliac artery was surgically repaired. Another device of the same size was inserted and successfully implanted. No clinical sequelae were reported, and the pt was reported to be fine. The delivery system was returned to medtronic and its eval has been completed. The stent graft was still loaded and the blue safety clip was still on the device. There was a kink between 11-12 mm from the tip of the graft cover. With the info available and the investigation performed, the pt's small, severely calcified arteries and the lack of use of an introducer sheath are the likely cause of the device to kink.